Manufacturer narrative:
(B)(4). The results of the investigation concluded the tip coil was detached and the corewire had been fractured. Both corewire sections had been bent at the location of the fracture. The proximal section of the corewire measured 0.5mm and the distal section measured 29.0mm. The combined length of the two corewire sections indicated there was no missing material from the distal tip assembly. The device met specifications prior to leaving sjm manufacturing facilities as supported by the device history record. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The cause of the corewire fracture and the tip coil detachment is consistent with forcible contact during use. The pressurewire instructions for use (IFU) states that excessive manipulation of the pressurewire when the sensor element or pressurewire tip is located in sharp bend may cause damage or tip fracture. The pressurewire instructions for use (IFU) states that torquing the pressurewire against resistance or repeated attempts to cross a total vessel occlusion may cause damage and/or fracture, which may lead to a portion of pressurewire separating from the tip. The pressurewire instructions for use (IFU) states that the user should advance or withdraw the pressurewire slowly and never push, withdraw or torque the pressurewire if it meets resistance.

Event description:
The pressurewire certus was used to perform ffr measurement in multiple lesions in the lad with mild tortuosity. After a balloon was inserted into the distal lesion, the pressurewire was inserted for a third measurement. The pressurewire tip became shaped like a loop during insertion. When the balloon was removed, there was slight resistance felt. It was reported that the pressurewire might have been entangled with the balloon. The pressurewire was removed to re-shape the tip, and the tip was found to have detached inside the patient. The tip was removed from the patient with a snare catheter. No fragment of the pressurewire was left in the patient. Another pressurewire certus was used to complete the procedure.